Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, over infusion and abnormal infusion sound was noticed. It was reported that patient called stating pump making abnormal sound and appeared to be infusing faster. Patient reported experience feeling drowsy. It was also reported that the patient then switched to back up pump and felt fine after 30 minutes of use. No additional adverse effects reported.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 product problem.